Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery, an expedium screw needed to be replaced due to very sclerotic bone. The screwdriver tip broke off during the surgery. The surgeon had the impression from the CT scan that the screw is loose and also decided to take a 5 mm longer screw, 45 mm instead of only 40 mm. There were no fragments generated. Procedure was successfully completed, there was no patient harm/consequence. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # ==> (B)(4). The unknown screws were not returned to the complaint handling unit (chu). While it was initially identified that the screws were available, no additional information has been provided regarding their return. Related complaint (B)(4) only features the returned 2797-34-000 driver and no screws. No information was provided there regarding the screws. No sample or tracking number was provided regarding the status of the sample(s). As 85 days have passed without either being received, no samples are expected to be returned at this time. A review of the device history record (DHR) could not be performed as the lot numbers were not available. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the screws, we are unable to confirm the reported issue or identify the root cause. As no issues could be identified in the manufacturing or release of these products, this complaint will be closed with no further action required. If more information and/or the complaint samples become available at a later date, the complaint will be reopened and the products will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate